Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error and low reservoir. The blood glucose reading was 145 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
All of the buttons on the insulin pump functioning properly. However, moisture damaged was found on the keypad traces. The device had cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked battery tube threads.